Event description:
Ankle clamp broke as it was thrown into basin after completing tibial alignment.

Event description:
Ankle clamp broke as it was thrown into basin after completing tibial alignment.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was not confirmed. Method & results:not performed as the product was not returned for inspection. Medical records received and evaluation: not performed because no patient information was provided. In addition, patient factors did not contribute to the reported event. Device history review: not performed as the lot ID is unknown. Complaint history review: not performed as the lot ID is unknown. The exact root cause cannot be determined at this time as the product was not returned for inspection.